Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had 30ml liquid left. The issue occurred during patient infusion via catheter. The device was filled with 150 ml fluorouracil and 90ml saline having a fill volume of 240ml. The expected infusion time was 48hours; however, the actual infusion time was 50hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between june 2-3, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.